Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device has no power. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and performed diagnostic. It was observed that there was no power from ac, no power from battery. The fse borrowed a battery from another device to test other issues. It has been confirmed that the power supply, and battery needs to be replaced. This investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Per gfe it was confirmed that checked ac power in machine no display. Battery not charging due to no ac power. Thus, machine not turning on. Tried other working battery machine turned on but still no charging.